Event description:
Same case as MDR ID# 2134265-2012-06093. It was reported that during a percutaneous intervention (pci) procedure, the catheter froze on the guidewire. The 75% stenosed target lesion is located in the moderately tortuous mid left anterior descending (lad) artery. The physician advanced a 2.75 x 10mm flextome cutting balloon over a 185cm kinetix guidewire to the lesion, inflated to 8atm and ruptured on the first inflation. The physician attempted to move the balloon on the wire and was unsuccessful, the device and wire were removed from the patient as one unit. The procedure was completed with this device. No complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).